Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump was emitting an unusual noise but the noise could not be confirmed with the patient¿s health care provider. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2017 with the following findings: during investigation, the pump powered on with audible and vibratory alarms functioning properly. The pump rewind, load, prime sequence was performed successfully and was exercised on a 24 hour basal program with no noise occurring. The original allegation of an unusual noise from the pump was not duplicated or confirmed during the investigation.